Manufacturer narrative:
This occurred on an unknown date in (B)(6) 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked. This occurred before patient use. It was stated that it was leaking ceftadizim and sodium chloride 0.9% into the pump housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Mfg date: manufactured april 28, 2016 ¿ april 29, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.